Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified right superficial femoral artery. A 6.0 x 200mm, 150cm ranger balloon catheter was advanced for dilatation. During the initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured vertically at the distal part. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.